Event description:
It was reported that the cable was cracking, exposed mesh over wiring on the camera head. The issue was found during reprocessing for a diagnostic procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. The device evaluation revealed: cut on cable and a noisy image. Based on the results of the investigation, it is likely that the following led to the malfunction: the device had a cracked cable and exposed mesh over wiring was due to a cut in the cable. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cable was cracking, exposed mesh over wiring on the camera head. The issue was found during reprocessing for a diagnostic procedure. There was no patient involvement.